Event description:
According to the complainant, during the procedure, the patient became tachycardic and they decided to remove the bronchoscope and when they did so the biopsy needle remained lodged in the patient's anatomy. The physician was able to remove the needle after mild manipulation. Patient was sent to x-ray and the patient recovered and is in stable condition.

Manufacturer narrative:
No defects were found with the returned device. Based on the event information, most likely the scope was removed from the patient without first retracting the needle and removing the device from the scope. The dfu for the device in the operating instructions specifies to retract the needle before removing the device from the scope.